Event description:
It was reported that the 6936 lead was capped on 2/22/2002 due to oversensing, noise, and an insulation problem. It was replaced with a 6947 lead which also developed an insulation problem, noise which caused inappropriate therapy, and an apparent lead fracture. Both leads were explanted. No further patient complications have been reported as a result of this event.